Manufacturer narrative:
Batch review performed on 7-april-2022: lot 170340: (B)(4) items manufactured and released on 26-apr-2017. Expiration date: 2022-apr-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event since 2018.

Event description:
Due to infection, a washout of the knee was performed and insert was changed, 1 year and 1 month after the primary surgery. The existing size 6 right 12mm insert was removed and replaced with a size 6 right 14mm insert.